Manufacturer narrative:
The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, partially peeled off serial number label and peeling end cap address label. (B)(4).

Event description:
It was reported via phone call that there was cosmetic damage to the reservoir compartment on their insulin pump. It was reported that a clear plastic was coming off on the lip of the reservoir compartment. Blood glucose level was unknown at the time of the call. The device will be returned for analysis.